Manufacturer narrative:
The reported information indicates that a pediatric patient experienced 43ml of blood loss as a result of the event. Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The saline test indicated the actual sample had an obstruction, and the visual examination showed the presence of thrombus on the filter, fibers and the heat exchanger module. The fibers were inspected (magnifying inspection and electron microscopy) - the generation of fibrin net, echinocyte of red blood cells and platelet aggregation were noted where the thrombus had formed. The perfusionist's record was also reviewed and it was found that the prime contained blood in addition to map, meylon and calcicol, etc. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. The device labeling states in the instructions-for-use: "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00067 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that during a pulmonary venous obstruction procedure on a pediatric patient there was an abnormal increase in pressure of the oxygenator. The following information was provided by the user facility: the oxygenator was primed with map, meylon, calcicol, etc.; the priming solution was adjusted via ecum and extracorporeal circulation was started; within a few minutes of initiation of the circulation the inlet pressure was noted to abnormally increase to 350mmhg and the outlet pressure was 130mmhg; subsequently, the extracorporeal circulation was stopped and the oxygenator was changed out with a new one; there was no further pressure issues and the procedure was completed successfully; the patient is reported as "doing ok;" and blood loss of 43ml was reported due to the change out of the oxygenator.